Event description:
I had placed a mesh on my bladder for incontinence on 2015 however I've been having a lot of issues like bleeding, pain with intercourse, stones on bladder which needed procedures to be removed. Also I'm scheduling to have surgery on (B)(6) 2019 to have it removed since it had eroding my bladder.